Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath blood leaked from the valve. After a non-bsc mapping catheter was introduced through the sheath blood started to leak from the valve in a slow drip. The procedure was completed using the original sheath and no air was seen in the device or the patient. The sheath is not expected to be returned as it was discarded by the facility.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.